Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "at end of procedure surgeon deployed retrieval bag and placed gall bladder inside. Surgeon pulled retrieval closed, and pulled bag and trocar that it was deployed through (ctb73) back. He removed the looped cord from the deployment system, removed the trocar, and continued to pull the bag through the incision. The bag then broke at or near the seam at the bottom when he had almostly completely pulled it out. The gall bladder was still at the incision site and he was able to grab it with a kelly clamp and remove it. " patient status- "no harm to patient."

Manufacturer narrative:
Investigation summary: the tissue bag, cord and bead were returned assembled together. Upon inspection, engineering found that the bag had burst near the distal end and the bag seam remained intact. Engineering noted that the material around the burst showed elongation, indicating stretching. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. The likely root cause is excessive force combined with a potentially sharp object puncturing a hole. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical has recently implemented changes designed to increase the strength of the bag and reduce the chances of the bag breaking. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.